Event description:
The customer reported the ventilator failed self testing due to an autozero solenoid failure. The ventilator was not in use at the time of the reported problem, therefore there was no pt involvement or harm. The respironics service tech confirmed the reported problem. Failure of the autozero solenoids while in use could result in a vent inop condition. Vent inop, if in use on a pt, will stop providing ventilatory support to the pt. The service tech replaced the 3 station solenoid assembly to correct the problem. Performance verification testing was completed and all tests passed to specifications. The 3 station solenoid was returned to the factory for failure analysis. Eval and testing revealed wires shorting on the inspiratory pressure transducer solenoid due to a shorted diode.